Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for normal device implant procedure. During procedure, the right atrial lead exhibited loss of capture even after multiple repositioning. The lead was not implanted and replaced. The patient was fine post operation.